Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information on resetting the pump, successfully reset the malfunction code, and was advised to continue using the pump while monitoring for any recurring issues. No additional outcomes were necessary as the malfunction didn't recur after the reset.